Event description:
A 10-8 amplatzer duct occluder was deployed in the patient through a 7f amplatzer delivery system sheath, however, the device was the incorrect size. During attempted retraction, the device cap would not collapse into the sheath. A 9f amplatzer exchange system was selected, but the dilator was too big to advance over the cable and became damaged. A jugular sheath was utilized to snare the device and then a 50mm 9f cordis sheath was advanced over a 6f cordis sheath (acting as a dilator) over the delivery cable to retrieve the device.

Manufacturer narrative:
The amplatzer duct occluders were received at aga medical in their original configuration. The devices were decontaminated, measured, and confirmed to meet dimensional specifications. The devices were examined microscopically and no defects were observed. Using a test 7f delivery system, each device was advanced, deployed and retracted through the test sheath properly without encountering any difficulties. The amplatzer torqvue delivery and exchange systems were not returned to aga medical for analysis.the amplatzer torqvue delivery and exchange systems were not returned to aga medical for analysis, therefore, we were not able to test the configuration used in this case. We then reviewed the design drawings for these products. The difficulty experienced advancing the exchange system dilator over the cable was due to differences in the dilator inner diameter between the exchange system and the delivery system. The 45/80 amplatzer torqvue exchange system dilator has a larger inner diameter to accommodate the cable for used to deliver asd, pfo and cribriform devices. The 180/80 amplatzer torqvue exchange system dilator has a smaller inner diameter to accommodate the smaller cable used to deliver pda and vsd devices.

Manufacturer narrative:
A supplement report will be filed with the results of our investigation.